Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The endoscope controller was installed and tested into a golden pca system where the component functioned as expected. The ec was installed into the test system and running video test for ten power cycles and sitting idle for one hour.

Event description:
It was reported that during a da vinci-assisted surgical procedure that there were issues with endoscopes not working when plugged in. The site tried two 30-degree endoscopes. One of the endoscopes produced a communication error, and one was not recognized by the system. The site tried a 0-degree endoscope and it did not work either. The customer powered off the system and cycled the vision side cart (vsc) breaker. When powered back on, the system would not recognize neither 0-degree nor 30-degree endoscopes. At this time it is unknown how the issue was resolved during the procedure. There were no reports of patient injury.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the endoscope controller. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. However, failure analysis is not complete.